Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient started having low flow alarms. The patient's doppler blood pressure was in 120 and he was very pulsatile. The patient did not have an outflow graft clip and was treated with an increase in blood pressure medications when the alarms did not resolve. The patients kidney function was reported to be poor. The patient was asymptomatic and lab results were pending on (B)(6) 2021. At that time his cuff blood pressure was elevated at 134/87. The patient reported on (B)(6) 2021 that the alarm duration and frequency increased. He reported that the alarms would occur when he was lying down but would stop when he got up to walk. The patient's doppler was at 138 upon arrival in the emergency room at that time. The patient underwent a computed tomography angiography (cta) as he did not have a clip. A log file analysis captured persistent low flows with the estimated flow hanging around the 2.5 lpm threshold during the majority of the time. The events appeared to be patient related and not pump related. The patient underwent aortography which showed negative contrast in the aorta. The pump outflow cannula was selectively engaged with an al-1 and an angiography was performed which showed flow but did not reveal a stenosis. A j-wire was used to advance the al-1 into the midportion of the outflow cannula and a kink could not be found. The al-1 was exchanged for a 150 cm pigtail which was able to advance toward the pump. This revealed a kink. The pigtail was advanced to the kink and the pressures were obtained. A pullback was performed which showed no significant drop distal to proximal with regards to systolic pressure or mean arterial pressure. It was also noted that the pump outflow went up by approximately 1 liters upon sedation. The plan of care was to keep the patient in hospital and manage hypertension. A cta on (B)(6) 2021 showed concerns of outflow graft compression.

Manufacturer narrative:
Section a2: patient age is estimated. Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, the alarms were considered to be caused by hypertension and improved with blood pressure control. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of hypertension could not be conclusively established through this evaluation. Additionally, a reduction of the outflow graft lumen was confirmed through the submitted computed tomography (cta) scan images; however, a specific cause for this finding could not be conclusively determined through this evaluation, and it was reported by the account that it did not cause the low flow events. The submitted images appeared to demonstrate a narrowing of the proximal outflow graft lumen; however, a specific cause for this finding could not be conclusively determined. The submitted log files collectively contained data from (B)(6) 2021 through (B)(6) 2021 and found that the pump operated at the set speed without issue. Several transient low flow hazard alarms were captured in the controller event log files on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. Elevated pulsatility index (pi) values were also noted during the low flow events. The system appeared to be operating as intended and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further related issues reported at this time. It was reported that the device operated as expected. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15aug2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists hypertension as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.